Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that fast ventricular tachycardia episodes appeared to be double counting. It was also inquired as to whether the rhythm was "still there" in some bradycardia episodes. The device remains in use. No patient complications have been reported as a result of this event.